Event description:
Pt hx of cad, htn, and increased cholesterol status post stent to left circumflex artery in 2003. Additionally, the pt had surgery in 2003 to repair right ruptured femoral pseudoaneurysm. Received 4 units packed cells during procedure. Pt was presented to the e.r. With chest pain for about 1 hour not relieved with nitro. The chest pain radiating to both arms with nausea and diaphoretic. The pt was discharged on asa and plavix, not taking asa. No mention of asa on admission medications only plavix. A cardiac cath revealed stent trhombosis of proximal circ stent. Balloon angioplasty and stents placed in circ. Non-drug eluting six days had passed after the stenting procedure until this adverse event. This pt has not had any stents prior to this procedure. The pt was on the following medications prior to and during this procedure: pre meds asa 325 mg and plavix 300 mg, heparin prior to procedure and during procedure add'l heparin, integrillin, atropine and ancef.